Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent ventral umbilical hernia thereby underwent open repair with the implant of ventralex st mesh and removal of unknown old mesh. Per op notes, "the unknown old mesh was removed. A ventralex st mesh was placed to the preperitoneal space using prolene sutures." (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia and abdominal pain thereby underwent repair with removal of old mesh, adhesiolysis. Per op notes, "omentum was adhered to the mesh after lysis. The mesh was removed and a synthetic mesh was then placed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.